Event description:
Following the initial implantation, the patient complained of pain in a small area of his head. The patient underwent a secondary surgery, at which time it was discovered the plate was broken. The plate was removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. Due to no physical device available for evaluation, the reported incident cannot be appropriately validated and the root cause cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.